Event description:
The customer reported a speaker malfunction inops. The device was not in use monitoring a patient at the time of the event.

Manufacturer narrative:
Added method code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.